Event description:
It was reported that metal shavings within the sample tissue were retrieved from the pt during a stereotactic procedure. The customer has reported that one is approximately 2mm and the second is approximately 4mm.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.